Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for peritonitis. The cause of the peritonitis was not reported. On the third day of hospitalization, the patient's pd catheter was removed. Treatment for the event of peritonitis was not reported. Twenty seven days after being hospitalized for peritonitis, the patient passed away. It was not reported if the patient recovered from the peritonitis event prior to death. It was not reported if an autopsy was performed. It was not reported if peritoneal dialysis (pd) therapy was ongoing up until the time of death. It was not reported if the patient was connected to a baxter home choice device or if they were performing peritoneal dialysis (pd) therapy with baxter solutions at the time of death. No additional information is available at this time. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The reported product is an unknown baxter minicap. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as cmplnt-(B)(4), and cmplnt-(B)(4).

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.